Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. Product ID: mc1vr01us-delsys d9: yes, return date: 24-sep-2021 h3: yes product event summary for mc1vr01us-delsys : the full delivery system was returned and analyzed. The analysis indicated that the delivery system tether was broken/cut/pulled apart. The delivery system tether was frayed. There was a deployment issue with the delivery system. The delivery system outer shaft was kinked/buckled. The delivery system inner shaft was mechanically kinked/bent. The delivery system stability member was kinked/buckled. Blood was observed in the lumen of the delivery system. Blood was observed on the outer shaft of the delivery system. Blood was observed on the flush port valve of the delivery system. Blood was observed on the device cup of the delivery system. Blood was observed on the recapture cone of the delivery system. Visual analysis of the delivery system indicated damage during use. The analyst noted the full delivery system was returned with the device intact with the tether but not fully recaptured in the device cup. The outer shaft is kink/buckled at 6 cm from the distal end of the delivery system. There is blood on the outer shaft located at the distal end of the stability member. The stability member was kink/buckled at 3.5 cm from t he distal end of the delivery system handle. Articulation was not able to be performed as the device was not able to be recaptured due to the tether being cut. Deployment was not able to be performed as the device was not able to be recaptured due to the tether being cut with the cut tether was pulled past the tether lock pin inside of the handle and would not lock the cut tether, this allows the tether to move freely within the delivery system lumen and recapture feature of the device which would not allow the device to be recaptured. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: brand name: micra-delsys, model #: mc1vr01us-delsys, expiration date: 28-dec-2022, serial#: (B)(4), UDI #: (B)(4), device available for evaluation: no, dev rtn to MFR? No. Mfg date: 29-jun-2021. Labeled for single use: yes. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant, the tether of the delivery system (ds) would not lock in place during retrieval and the leadless implantable pulse generator (ipg) was unable to be recaptured. The leadless implantable pulse generator (ipg) and ds were attempted not used and replaced. No patient complications have been reported as a result of this event